Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint devices were received and evaluated. Visual appearance indicates the loop of the wire was bent and could not grasp sutures. This is an indication of misuse of the device. This failure would lead to the wire not completely retracting and getting stuck at the edge of the shaft. This failure can be attributed to user technique. Furthermore, no lot numbers were supplied for the applier or the needles which precludes conducting a batch history review or a lot specific search in the complaints handling system. At this point in time, no further action is warranted. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the (B)(4) as required under mitek¿s corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
The sales representative reported that during a shoulder repair that on two of the customer's suture graspers, 60 degree the wire would not retract completely once it had grasped the suture. The sales representative reported that the wire would catch on itself when retracting into the device. The surgeon completed the procedure with a third like device with no patient consequences or delay. The sales representative could not provide lot numbers or the ages of the devices but reported that they see have seen very heavy use. Please see also medwatch report 1221934-2018-53923.